Event description:
It was reported by the sales rep that the patient was admitted into the ER due to pin prick sensations at the chest and neck. The patient was also admitted as they had an atypical seizure and has been having an increase in seizure activity. It was indicated that the patient¿s battery could not be interrogated due to battery depletion. Battery life calculation was performed confirming that there was an estimate of 0 years until neos = yes which would support of failure to program due to eos. Confirmation was received that the battery and lead of the patient were replaced and have been received for product analysis. No additional relevant information has been received to date.

Manufacturer narrative:
Event description - correction - lead product analysis inadvertently not included in supplemental MDR.

Event description:
Lead product analysis (pa) was approved and reviewed. Note that since a portion of lead (including electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. No additional relevant information has been received to date.

Manufacturer narrative:
Event description - correction - inadvertently did not include physician¿s assessment in the initial MDR submitted. Data ¿ correction ¿ inadvertently did not include device settings for generator in the initial MDR submitted.

Event description:
Information was received from physician that the pain the patient was experiencing was along the neck and generator site. The pain was described as hypoesthesia, dysphagia, and voice alteration. It was stated that all symptoms were present without active stimulation. Physician is unclear as to the cause of the pain but stated that the pain, hypoesthesia, dysphagia and voice alteration resolved with full system revision. Generator was received into product analysis (pa). Pa was reviewed and the generator was returned due to end of service and low battery. This was confirmed in pa lab, which are both expected events resulting from generator use. The pain, dysphagia, voice alteration, and hypoesthesia are beyond the scope of pa and cannot be evaluated in pa setting. The device performed according to functional specification. Generator analysis concluded that no abnormal performance or any other adverse conditions were seen. Pa worksheet was reviewed with no anomalies seen. No additional relevant information has been received to date.